Event description:
The customer reported the ventilator went vent inop and alarmed due to a data acquisition pcba adc failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the customer contacted manufacturers product support (pse) for assistance. Pse advised the customer to evaluate the data acquisition pcba cable for proper connection. Upon followup, the customer reported all cable connections were reseated and the reported problem was resolved. The customer declined manufacturer's service.

Manufacturer narrative:
Device out of warranty; no manufacturers service requested.